Manufacturer narrative:
After further review of the monitor board, and subjecting the board to additional testing. The customer's report was attributed to a faulty diode on the monitor board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was duplicated, and the monitor board was replaced to remedy the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.